Manufacturer narrative:
Additional information was requested and the following was obtained: what was the name of the initial procedure? -laceration repair. Where was the needle grasped (swage, middle, tip)? - swage ((B)(4) called back after researching the anatomy of a suture needle and wanted to correct the location of the grasp to state it was slightly inferior to the swag). Were x-rays taken to identify the location of the needle piece? - yes. What tissue is the needle piece located in? -superior shoulder, adjacent to the proximal humerus 1.2 cm deep to skin. What size of the needle (in mm) is still retained in the patient?-approximately 2.2cm. Does the surgeon plan on removing the needle during future procedure?-no. What is the surgeons opinion of the consequence to the patient?-none, the needle was sterile. Do not anticipate any infection. What are the patient gender, age, weight, other medical conditions?-male, (B)(6), healthy. What is the current condition of the patient?-unknown.

Manufacturer narrative:
(B)(4). Conclusion: the actual sample was returned for evaluation. Visual evaluation indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package inserts (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hand surgical procedure on (B)(6) 2016 and suture was used. During the procedure, the tip of the needle broke inside of a patient. The piece was pushed down to far in to the patient's hand and was unable to be retrieved. The procedure was completed with another like suture. Additional information has been requested.